Manufacturer narrative:
A review of lot c307 was performed and there were no nonconformances associated with this lot. This lot met release requirements. A review of lot shows no trends. A review of the complaint categories shows no trend for alarm #47: drive tube alarm or pressure dome membrane leak. Capas (B)(4) were initiated for complaint category pressure dome membrane leak. The product was not returned for further analysis; therefore, it could not be determined if the product met specifications. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. No further action is required at this time. (B)(4).

Event description:
Customer called to complain of system pressure sensor leak. They had several drive tube alarms, but followed all troubleshooting instructions and managed to complete prime. They started the treatment, but after one minute had the alarm again. They aborted the treatment and noticed a blood leak at the system pressure dome membrane - hole in the membrane. Customer reported patient was stable. No product was returned for evaluation. No service order was dispatched.